Manufacturer narrative:
A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. There were no process and / or material changes within the production order. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date of event: unknown, information was ¿gathered by the customer in (B)(6) 2015¿; exact date not provided. Implanted date: exact date is unknown; information was ¿gathered by the customer in (B)(6) 2015¿. Explanted date: not applicable; device remains implanted. (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that the haptics were sticking at the optic or at the edge of the optic during the implantation of a tecnis zcb00 intraocular lens (iol). They were hard to loosen. No patient injury was reported.